Event description:
(B)(6) clinical study. Same case as MDR ID 2134265-2013-09837, 2134265-2014-00078. It was reported that occlusion of the 1st obtuse marginal (om) branch occurred. In (B)(6) 2012, the patient presented with mid-sternal chest pain radiating to both underarms, and associated with shortness of breath, nausea and diaphoresis. The patient was diagnosed with unstable angina and underwent cardiac catheterization the following day which revealed three lesions. The first lesion was a 3.0x20mm, de novo, 80% stenosed target lesion located in the 1st obtuse marginal (om) branch. It was treated with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The second lesion was a 4.0x30mm, de novo, 90% stenosed target lesion located in the 2nd om branch and was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The third lesion was a 4.0x20mm, de novo, 80% stenosed target lesion located in the proximal left circumflex (lcx) and was treated with pre-dilatation and placement of a 3.00 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with angina pectoris and was hospitalized on the same day. Coronary angiography revealed an area of 60% in-stent restenosis of a previously implanted stent located in the proximal lcx and was treated with balloon angioplasty and placement of a 2.5 x 26 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. A 90% stenosed lesion located in the distal lcx was treated with balloon angioplasty and placement of a 3.0 x 12 mm non bsc drug eluting stent. Following post dilatation, residual stenosis was 10%. Furthermore, the angiographic findings revealed an occluded 1st om and total occlusion of the 2nd om branch. The following day the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel. At the time of the event, the patient was on aspirin and clopidogrel. The study drug per protocol was never taken during this study.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented to emergency room with complaints of mid-precordial tightness associated with dyspnea, diaphoresis and nausea. The patient was treated with nitroglycerin and morphine and was sent home on the same day. The following day, the patient was again seen in emergency room with similar symptoms and was given nitroglycerin sublingually and was diagnosed to have recurrent angina post coronary artery bypass graft (CABG). Previously it was reported that total occlusion of the 2nd obtuse marginal (om) branch occurred, now it is reported that total occlusion did not occur and that there was no stent thrombosis or in-stent-restenosis of the study stent in the 2nd om.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).